Manufacturer narrative:
G2: citation: authors: pei, y., chen, y., zhong, w., he, y., luo, z., lou, m., chen, z. Efect of computed tomography vs. Computed tomography perfusion on mechanical thrombectomy outcomes within 6 hours. European radiology 34(8), 5331¿5338. 2024. Doi:10.1 007/s00330-023-10545-y a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding "effect of computed tomography vs. Computed tomography perfusion on mechanical thrombectomy outcomes within 6 hours". The time frame of this study was october 2013 to december 2021. A prospective analysis was conducted of a retrospective cohort from a single-center study involving a cohort of consecutive ais patients. A total of 344 patients were enrolled in the final cohort for analysis. The high alberta stroke program early CT score (aspects) group included 307 (89.2%) patients who underwent plain CT and low aspects included 37 (10.8%) patients. The mismatch group included 189 (54.9%) patients who met the defuse3 (endovascular therapy following imaging evaluation for ischemic stroke 3) criterion on the basis of ctp and the non-mismatch group included 155 (45.1%) patients. The following medtronic devices were used: solitaire stent retrievers deaths occurred in the study population: mortality data includes a 90-day mortality rate of 17.9% (55 patients) in the high aspects group and 37.8% (14 patients) in the low aspects group. The mismatch group had higher rate of outcome (90 day mrs score =2, 86 (45.5%) versus 54 (34.8%)), and lower rate of mortality (29 (15.3%) versus 40 (25.8%)). The causes of death were not specified. Among patient adverse events included: -high aspects group had higher rate of good outcome (90 day mrs score =3, 178 (58.0%) versus 14 (37.8%) and lower rate of symptomatic intracerebral hemorrhage (sich) (33 (11.3%) versus 9 (25%)) than the low aspects group -high aspects group had 52 (17.7%) experience parenchymal hematoma (ph) and the low aspects group had 10 (27.8%) -the mismatch group had higher rate of outcome (90 day mrs score =2, 86 (45.5%) versus 54 (34.8%)), and sich (16 (8.9%) versus 26 (17.4%)). The mismatch group had 29 (16.1%) experience ph and 33 (22.1%) in the non-mismatch group.